Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, six episodes of non-sustained right ventricular oversensing were noted due to post-pace t-wave oversensing. Technical support recommended reprogramming the device. The patient is stable.